Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer's cubie lids were broken. A field service engineer assisted the customer to recover the cubies, replaced the cubies to resolve the issue and loaded the medications. The station was running and working properly. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es failed to stay closed. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.